Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid right coronary artery (rca). The concentrically shaped, de novo lesion was 16mm in length and 3.3mm in diameter. Pre-dilatation was performed resulting in 40% stenosis. The 3.5x28mm liberte' coronary stent delivery system was prepped and loaded on an unspecified 0.014" guide wire. While still outside of the patient and prior to entering an unspecified guide catheter, an abnormality was noted in the stent crimping on one end of the stent. The device was exchanged and the procedure was completed with another of the same device. As there was no contact with the patient, no patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: analysis of the returned device revealed the stent struts were stretched and misaligned on the proximal edge. No other damage was noted along the entire length of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid right coronary artery (rca). The concentrically shaped, de novo lesion was 16mm in length and 3.3mm in diameter. Pre-dilatation was performed resulting in 40% stenosis. The 3.5x28mm liberte" coronary stent delivery system was prepped and loaded on an unspecified 0.014" guide wire. While still outside of the patient and prior to entering an unspecified guide catheter, an abnormality was noted in the stent crimping on one end of the stent. The device was exchanged and the procedure was completed with another of the same device. As there was no contact with the patient, no patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).